Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative repaired the un-seated pins on the supervisor board. The system was tested and found to meet product specifications. The system was manufactured on august 10, 2016. Based on assessment, the product met specifications at the time of release. Root cause the root cause of the reported event can be attributed to un-seated pins on the supervisor board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the laser was not working properly. The first laser probe was plugged into the console and was not recognized. A second laser probe was tried and the same issue was noted. The staff realized that this was a console issue and not a probe issue. A second console was brought into the operating room and the procedure was completed with out harm to the patient. Patient identifiers were not provided. Additional information has been requested and received